Event description:
After implantation of mesh I had to have 2nd surgery on (B)(6) 2010 because of extruded mesh. I continue to have leakage and frequency to urinate and urgency got worse. I now have paranoia as to what is and will happen to me with this implanted mesh. Discomfort and pain.